Event description:
It was reported that this pacemaker entered safety mode. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.